Manufacturer narrative:
A review of the controller log files associated with the event captured in (B)(4) confirmed the high power consumption. A rise in power consumption has been logged starting on (B)(6) 2016 to a peak of 5.8w on (B)(6) 2016 outside of normal power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. DHR review of (B)(4): a review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Information obtained from site noted that the patient received a lysis therapy due a suspected thrombus formation followed by a return of the power consumption to a normal power consumption level. Review of the controller log files revealed a gradual increase in power consumption, surpassing normal consumption range, and a sudden return to normal power consumption range, thus confirming the reported [?]high power' event as well as correlating with the reported event details. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Considering that the high power consumption was confirmed and the lysis therapy resolved the reported event, the most probable root cause of the 'high power' event can be attributed to thrombus formation within the device. The most probable root cause of the 'high power' event can be attributed to thrombus formation within the device. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient was hospitalized with complaints of "high watt" alarms and dark urine. The site used acoustic measurement to detect 3rd harmony. Analysis received per the site: (B)(6) 2016 "diagnosis of the pump thrombus: high power consumption, peaks up to 5,8w, normal range between 2,4 - 3,5 w, mean 3,1 w. This is 2w above the normal values (alarm threshold 5w). The normal range at a speed of 2500 rpm is between 2,6 and 3.8w. There is a sudden drop in the pulsatility on the (B)(6) which points towards a partial occlusion. The mean power consumption stays at the same value, which can be explained that with friction of the rotor which compensates the power drop caused by the reduced flow through the pump. Since the (B)(6) 2016 the power consumption increased continuously. Retrospectively the pump thrombosis was significant from the (B)(6), more likely from the (B)(6) 2016" these changes were not reported from the patient, so he did not call the vad-coordinators. So there are no comparable acoustic measurements from this time period". The site reported that the thrombolysis treatment was successful and the event was considered resolved.